Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2024 and suture was used. During the procedure, the needle and suture had been detached before use. There were no adverse consequences to the patient. Upon evaluation of the returned suture device, the insertion end did not meet the requirement. No further information was provided.

Manufacturer narrative:
Product complaint #(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: (01)gtin is unavailable therefore, the full UDI is currently not available. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 component code: g07002 no device problem h3 investigation summary: the product was returned to ethicon for evaluation. One open sample of product code y793g was received for analysis. This product code is multistrand and contains eight strands per packet. Upon visual inspection of the returned sample, it was noted that the winding former contains one detached needle, one suture, and seven needle suture combinations. During the inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was found. The suture was inspected, and the insertion end did not meet the requirement. In addition, the needle-suture combinations were visually inspected, and no anomalies or issues related to pull-off were observed during the evaluation. The product code y793 contains an absorbable suture. Since the sample was received open, the functional test could not be performed due to undetermined exposure time to the environment. Based on the information currently available, short insertion issue was identified as pull out during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.